Event description:
As reported from our affiliates in (B)(6), this was a case of a 23mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. Moderate paravalvular leak was observed after the first valve was implanted and it was decided to perform a post dilation. At this point the guidewire was lost out of the ventricle and needed to be re-positioned. However, the wire did not re-cross the valve though the center but between the valve and annulus. This was not noticed and while performing the post dilation, the valve was crushed. A second valve was urgently implanted. During implantation, the patient's circulation collapsed. The patient died on post operative day one.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05033.the delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A device history and lot history review were unable to be performed as no work order was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as the device was not returned and no applicable imagery was provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "guidewire was lost out of the ventricle and needed to be re-positioned. However, the wire did not re-cross the valve though the center but between the valve and annulus. This was not noticed and while performing the post dilation, the valve was crushed." The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. As a consequence of incorrect guidewire placement, the balloon did not expand inside the valve but to the side of it. Thus, leading to the reported "crushed" valve and the reported negative interaction with pre-existing implantable device. Available information suggests procedural factors (incorrect guidewire management) contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions are required. A product risk assessment (pra) was previously initiated to further investigate the risk associated with negative device interaction due to guidewire mismanagement.